Event description:
Customer reportedly received result of 17 mg/dl on compact plus system 1, and result of 114 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.